Event description:
The user facility reported that 62 year old male patient had an "impella in aorta" alarm appeared during impella cp support. The pump position was verified to be shallow in conjunction with the patient having high lactate dehydrogenase levels and rose urine. In response to the noted issues, the doctor opted to explant the pump. The patient survived the procedure.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿.

Manufacturer narrative:
The investigation of positioning issues and hemolysis has been completed. No product was returned for analysis. The root cause of hemolysis was most likely due to improper positioning as evidenced by the clinical report of pump being too shallow confirmed by echocardigram. The root cause of the positioning issue was most likely due to patient condition as evidenced by clinical detail of small aortic arch. E.1 revised us state as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26531. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26531 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting facility name and reporting facility fax number as they were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26531. G.2 revised report source as selections were inadvertently omitted from the initial manufacturer device report number 1220648-2025-26531.